Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. Device was not exposed to a magnetic field. Motor error alarm recurred during cannula fill. Insulin is not cloudy or expired. Alarm occurred 3 times in the last 30 days. Device is stuck in rewind sequence. Blood glucose value is 165 mg/dl. Nothing further reported.